Event description:
This customer reported that the device failed to charge during a patient event. The users switched to a different defibrillator to deliver therapy. The involved patient died. The customer has not alleged that the device behavior impacted the patient outcome.

Manufacturer narrative:
(B)(4). This customer reported that the device failed to charge during a patient event. The users switched to a different defibrillator to deliver therapy. The involved patient died. The customer has not alleged that the device behavior impacted the patient outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.